Event description:
It was reported that the insulin pump alarmed no delivery during the fill tubing process. The caller did not know the blood glucose reading. The customer was advised that the insulin pump alarmed when it detected an occlusion. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, then reconnect the tubing and reservoir. The customer stated that insulin did not exit with a manual plunger push due to too much resistance. The customer was advised to repeat the process with the same reservoir and a new infusion set. The customer reported that she was able to complete the fill tubing process, stating that the issue was resolved by an infusion set change. She was able to complete the cannula step without issue. The customer was advised to call back if the issue persisted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.